Manufacturer narrative:
Uf/importer report # (B)(4).

Event description:
It was reported that battery issue of the device was observed. The device battery was at the end of its life. The patient had a history of heart block. The device was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.